Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support (mcs) and, post implant same day, experienced runs of ventricular tachycardia that caused reduced flows with a mean arterial pressure (map) of 40. The impella flows were suboptimal at 2.7 l/pm and a 500 ml was ordered in an effort to improves flows. The impella was at performance level p-2 with suction occurring with attempt to increase flows. The patient remained acidotic and impella cp device flows never improved. A radial art line was being placed. Impella mcs continued for an additional three days. The patient was successfully weaned off ECMO and impella cp support in the operating room and cannulas and impella cp device were surgically removed with a survived patient outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical reported impella at p-2 with suction occurring with attempted higher flows. The day prior also reported patient had v-tach runs that caused reduced and suboptimal flows. Patient also supported on extracorporeal membrane oxygenation (ECMO) with 400ml of blood loss since ECMO started. The logs confirm suction alarms. Clinical does not report any positioning issues. The cause of the issue was likely patient condition related as evidenced by concurrent ECMO use and suction at attempt of higher flows with ventricular tachycardia causing reduced flows. Regarding the tachycardia, in order to make a root cause determination, essential clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6: investigation: type, findings and conclusion codes and h6: component code were updated accordingly based on the completed investigation.